Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Root cause analysis: damaged. Problem verified: yes. Service actions performed: "the top cover is bent --> replaced. Replaced the door four hinges. The rear face is bent, but have only cosmetic impact and it is not going to affect the functionality of the unit. Passed complete testing. All tests pass. System ready to use." Details can be found in the attached report. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the perspex doors are failing to close and therefore machines are not working. Machines are operating and failing sporadically. User ends up settling the doors for these to work. Case delayed by about two to three minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.